Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low, out of range shock impedance measurement detected via the patient remote monitoring system. The cause of observation was not determined and the patient will continue to be monitored in a regular follow up check. The system remains in service. No adverse patient effects were reported.